Event description:
Complaint received alleging "pt seriously damaged his cruciate ligaments and knee cap, and feels that the brace should have prevented these injuries. He also feels that the brace has probably contributed to make these injuries worse". Serious injury to the pt occurred, device involvement in injury possible per pt.